Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During an unspecified procedure, it was reported that the cup of the subject device did not cut the tissue as usual and it tore the mucosa. The doctor had worried the bleeding. However, there was no report that an additional treatment was required. The intended procedure was completed.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-00911 to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were no defects on the subject device. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause could not be conclusively determined. However, based on the evaluation results and similar cases in the past, omsc presumes that the subject device torn the mucosa due to any of the following possible causes. -the grasped tissue was too much. -the mucosa was torn by the condition of the patient or the tissue. The instruction manual of the device has already warned as follows; *do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. *make sure that the cups close evenly and are properly aligned when the slider is pulled. Cross reference MFR. Report number: 8010047-2017-00912.